Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. The root cause of this event cannot be conclusively determined with the available information. There is no information suggesting there was any malfunction or deficiency of the edwards valve. It was noted that the patient developed endocarditis within the same year after the avr procedure and it was treated with antibiotics. It is unknown whether the infection may have contributed to the patient¿s aortic regurgitation. The subject device is not available for evaluation due to infection. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 21 mm pericardial aortic valve was explanted after an implant duration of approximately two (2) months due to severe aortic regurgitation and dehiscence of the valve. The explanted valve was replaced with a 21 mm edwards pericardial aortic valve. Per the medical records, the valve was dehisced in two focal areas. There was no obvious abscess nor purulence. It was notable that the valve was easily removed and that it should have been heavily scarred in at this juncture. The reason for dehiscence remained unclear, either primary non-healing process or an indolent infectious process. The two areas where the valve had pulled away from the annulus sutures were intact. The annulus was debrided to good tissue and sized to a 21 mm aortic valve. Pledgeted sutures x13 were placed circumferentially with pledgets on the ventricular side. The valve seated well and sutures were tied with cor-knot device. There was no perivalvular leak and no aortic regurgitation. Post procedure, the patient was taken to the ICU in critical, but improved condition. The patient was discharged to a post-acute for custodial care facility on pod #18 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.